Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, product type catheter. (B)(4).

Event description:
On (B)(6) 2013, information was received from a manufacturer representative (rep) regarding a patient who was receiving morphine 2.5 mg/ml at a dose of 0.3 mg/day via an implantable pump for an unknown indication on (B)(6) 2013, the patient had an infusion pump implanted. The patient then had problems voiding / urinary retention. The patient's nurse "understands" the patients symptoms could be "related to the infusion pump, to the morphine" and the manufacturer representative (rep) further stated, "the question is about the drug not the implant." There were no device issues alleged. The patient status was "fine."

Manufacturer narrative:
(B)(4).